Event description:
It was reported that the anesthesia system failed the safety valve test and also failed the auto and manual ventilation leakage tests during system check out. There was no patient involvement. Manufacturer's reference number: (B)(4).

Event description:
Manufacturer's reference (B)(4).

Manufacturer narrative:
The anesthesia system was investigated by the distributor field service engineer. No information about any replaced part or what was done with the anesthesia system in terms of trouble shooting or repairing have been received. A complete set of device logs was received. Evaluation of the logs show that there was most likely a pressure issue that contributed to the reported event. Apart from the reported system checkout failure a technical error code indicating a pressure sensor issue was found in the logs. The logs show that prior to the reported system checkout failure, a lot of clinical alarms indicating a high pressure situation were generated. There were a lot of switches between manual and automatic ventilation mode as well as the use of the o2 flush many times and many parameter and alarm limit changes. There were clearly difficulties to ventilate the patient on several occasions during the case and the user probable tried to rectify those issues by the above parameter changes. The true cause of the experienced event could not be determined.